Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The separation and stretched coils were confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined it is likely that entrapment of the guide wire tip between the vessel wall and deployed stent occurred during procedure. Attempts to retract the device in this entrapped state would have resulted in the coils and core stretching and subsequently separating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, concentric, non-calcified, 100% stenosed, proximal left anterior descending (lad) artery, after thrombus aspiration with non-abbott device, the versaturn guide wire was advanced and positioned. Intravascular ultrasound (ivus) was performed and a xience stent was implanted without reported issue. During the attempt to remove the versaturn guide wire, resistance was met and the tip was noted to be caught between the stent and the vessel wall. Multiple unsuccessful attempts with various non-abbott devices to free the guide wire resulted in the tip becoming stretched and detached. A portion of the wire remains in the vessel. No additional attempts to remove the guide wire were performed.